Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high compared to feelings/norm. The readings were 180 mg/dl and 185 mg/dl. No symptoms of high or low blood glucose. The pt contacted a medical professional for phone advise. No treatment was given. The customer care representative performed troubleshooting and found out that the one touch ultra vial was cracked therefore there may have been strips damage. The pt no longer had the test strips. A medical affairs specialist contacted the pt to confirm the info and the pt stated they had received a letter and looked at the vial, and it was cracked. Based on the info obtained from the pt, there is indication the product could have malfunctioned due to the cracked vial. The meter and the test strips were replaced.